Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient information was not provided. No devices received, log review only.

Event description:
It was reported on december 27th the pca was to deliver a pain medication and after several hours the patient complained they were not receiving enough. The nurse checked the pump and found the syringe empty (as if the pump had finished) and still locked, but the pump only indicated 2.7 out of 30ml had been delivered. There was no harm or adverse events to the patient.

Manufacturer narrative:
Additional information: b7, d10, e3, g2 (report source). Investigation conclusion: the customer reported incident that the syringe module displayed a system error code that could not be turned off during a programmed infusion could not be confirmed or replicated in this investigation. However: a review of the syringe module error and event logs found that: the error log showed that a software fault 13-1033-149 did not occur on the reported date of 11jul2020. A software fault (13-1033-149) was found recorded on (B)(6) 2020 at 01:19:10 pm which was after the reported incident. The event log had been overwritten due to continued use and does not show the recorded events of the reported date of 11jul2020. The event log begins on (B)(6) 2020. Since the internal inspection process found excessive scratch marks on the linear sensor assembly, replaced linear sensor assembly with a known good linear sensor assembly. Calibrated the syringe module and performed preventive maintenance successfully. Test infusions programmed completed successfully with no errors occurring. Channel error 13-1033-149 reappeared and the calibration process could not be completed successfully when the original linear sensor assembly was re-installed back into the syringe module. Device inspection: n/a, only the pcu event log was received for investigation. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported overinfusion was not identified. Device history review: a review of the device history record showed the device had a manufacture date of 02jun2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pca s/n (B)(6) was performed which confirmed that this device /was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pca s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no device returned - log review only.

Event description:
It was reported from the emergency room (ER) that on (B)(6) at 2:06pm the pca was programmed to deliver a pain medication and after several hours the patient complained they were not receiving enough. The nurse checked the pump and found the syringe empty (as if the pump had finished) and still locked, but the pump only indicated 2.7 out of 30ml had been delivered. There was no harm or adverse events to the patient.